Event description:
It was reported that the device was explanted due to unspecified medical reasons (specific date not reported). The patient was reimplanted with another cochlear device on (B)(6) 2022.